Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump was beeping. Customer stated that the insulin pump alarming but no alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.